Manufacturer narrative:
An event regarding crack/fracture involving a acetabular reamer handle was reported. The event was confirmed. Method & results: -device evaluation and results: the tip of the acetabular reamer handle broke off. The broken piece was returned with the reamer handle. There are scratches in various areas of the device, which is consistent with use. ¿the returned device is a source controlled device; evaluation was performed by the supplier, greatbatch medical. The supplier indicated: the fracture surface of the adaptor coupling observed under magnification is consistent with torsional fatigue, which may have been the result of excessive stresses or applied forces to the device.¿ -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the tip of the acetabular reamer handle broke, based on the supplier¿s analysis ¿the fracture surface of the adaptor coupling observed under magnification is consistent with torsional fatigue, which may have been the result of excessive stresses or applied forces to the device.¿

Event description:
During a right total hip the acetabular reamer handle snapped while reaming at the juncture. Surgeon called another hospital to send a replacement acetabular reamer to complete the surgery while completing other tasks related to the surgery. No delay or adverse consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a right total hip the acetabular reamer handle snapped while reaming at the juncture. Surgeon called another hospital to send a replacement acetabular reamer to complete the surgery while completing other tasks related to the surgery. No delay or adverse consequences.